Event description:
This lead was implanted on (B)(6) 2009, and remains implanted at this time. It was noted on (B)(6) 2013, that atrial impedence's daily measurements were indicated, always as >2000ohm. While during the ambulatory follow-up, the impedence was in range (850ohm ca.) In every single posture. The physician was dr. (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).